Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: preliminary analysis found several data corruptions that could have been a consequence of a por (power on reset) event. Further analysis revealed that there was a slightly leaky battery filter capacitor. There is no conclusive evidence to connect the leaky capacitor to the reported por condition. No other mechanism was identified to have caused the original por condition.